Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose level was 450 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.